Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). An internal/external inspection was performed, fluid intrusion was noted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The pump assay was disconnected and the electrical test provided proper infinite values. It was determined the pump assay did not activate when voltage was supplied. The cause of the issue was determined to be a malfunctioning pump assay due to fluid intrusion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed the earth leakage current test. No additional information is available.